Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8578, serial # (B)(4), implanted: (B)(6) 2009, product type accessory. (B)(4).

Event description:
It was reported that the patient's pump was mistakenly filled with baclofen instead of morphine. The patient returned to the office to correct the medication. The intended medication for use within the system was morphine. The patient had no symptoms and was reported to be "okay." No additional information was available at the time of this submission.